Event description:
In september, a facility reported that the fine needle aspiration (fna) specimens from two patients acquired during ultrasound gastroscope procedures tested positive for pseudomonas. The first fna speciman that tested positive was obtained during a procedure performed in 2003. The second fna that tested positive was acquired during a procedure a week later. The same pentax ultrasound gastrosocpe was used on at least 13 other patients. It has been reported that although the fna (tissue) specimens cultured positive, no patients tested positive. The endoscope was cultured and it tested positive for pseudomonas. After the endoscope was eto gas sterilized, the scope was again cultured but this time the results were negative.